Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that approximately twenty years seven months post port device implant, x-ray and CT exams were performed due to suspected catheter damage prior to removal. It was further reported that during the removal process, the catheter was pulled, resistant was felt, and catheter was found allegedly broken. Reportedly, the distal catheter segment migrated, however the segment was removed percutaneously. The patient status is unknown.